Event description:
It was reported the motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device looks in used conditions. No damages visible. When switched on, self-test passed. No error message in screen. Several motor rate errors were found in alarm history log. Motor rate error appeared a few a few seconds after start. The root cause of the reported issue was found to be bad worm coupling, wave spring and faulty motor. The technician replaced the worm coupling and stepper motor. The technician performed all functional and electrical safety tests, which the device passed.